Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned device revealed that only the pouch and chipboard box were returned. The bottom end of the pouch was open. There was no evidence that the pouch had ever sealed. The sides and the top were sealed. Quality engineering concluded that the root cause of the unsealed pouch is operator error. The packaging operation requires that each product be pouched and sealed before boxing. The operator failed to seal, inspect and tub-test the pouch. The packaging operators were identified and re-trained to packaging procedures. No other device issues were identified in a review of the mfg records for this product lot. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that following a successful ptca/stent procedure, during post-implant inspection of the packaging, a seal was found to be incomplete. Due to the possibility that the implanted stent may have been contaminated, the pt was administered antibiotics prophylactically as a precaution.